Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode and triggered alerts. The patient is not pacing dependent, and the device was recommended to be explanted as soon as possible. The pacemaker has been explanted at this time with a non-bsc device. The status of the explanted pacemaker is unknown to the field representative. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode and triggered alerts. The patient is not pacing dependent, and the device was recommended to be explanted as soon as possible but remains in service at this time. No adverse patient effects were reported.